Manufacturer narrative:
On march 31, 2023, mentor received additional information indicating that the correct date of event for the left breast was on august 6, 2020.

Manufacturer narrative:
On (B)(6) 2021, mentor became aware that the suspect medical device was implanted for primary breast reconstruction. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: infection. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female patient, who's undergone breast reconstruction as part of a clinical study with two 755cc mentor memoryshape breast implants on (B)(6) 2020, suffered bilateral breast infections, post-procedure. The onset of the right infection was on (B)(6) 2020 and the left side infection was on (B)(6) 2020. As a result, the patient underwent implant explanation of the right device on (B)(6) 2020 and replacement with a 755cc mentor memoryshape breast implant (catalog: 3341454 lot: 9409188 sn: (B)(4)) on (B)(6) 2020. The left side implant was removed on (B)(6) 2020 and replaced with a 755cc mentor memoryshape breast implant (catalog: 3341454 lot: 9441651 sn: (B)(4)) on (B)(6) 2020. This medwatch form is for the left breast prosthesis.